Event description:
This is filed to report a gripper actuation issue. It was reported that a patient presented with grade 4 mixed mitral regurgitation (mr). During a mitraclip procedure, the anterior gripper could not be lowered. The issue was identified during simultaneous gripper actuation. The grippers were cycled 5 times prior to identification of the issue. It was noted that when the issue occurred the anterior leaflet was grasped and the gripper lever was advanced. Troubleshooting was performed, but the issue continue. The clip was removed through the steerable guide catheter (sgc). A replacement completed the procedure, and the mr was reduced to grade 1. There were no adverse patient effects or clinically significant delay. No additional information was provided.

Manufacturer narrative:
All available information was investigated, and the reported difficult to open or close (gripper actuation - single) was confirmed via device analysis. Additionally, a gripper line was observed to be broken. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported/ observed difficult to open or close (gripper actuation - single) associated with the inability to lower the anterior gripper could not be determined, as the gripper line break affected the ability to raise the gripper, and would not affect lowering. The cause of the observed break associated with the gripper line break could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report a gripper actuation issue. It was reported that a patient presented with grade 4 mixed mitral regurgitation (mr). During a mitraclip procedure, the anterior gripper could not be lowered. The issue was identified during simultaneous gripper actuation. The grippers were cycled 5 times prior to identification of the issue. Troubleshooting was performed. A replacement completed the procedure, and the mr was reduced to grade 1. There were no adverse patient effects or clinically significant delay. No additional information was provided.